Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was not able to charge the implant for two days because the system problem rm03 messages keep coming up when they are recharging. They reset the controller and message comes up again when recharging. Patient services (ps) asked patient to inspect for damage on the recharger (rtm) and if the rtm gets hot and patient said the rtm gets hot when recharging but there is no visible damage to rtm. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Additional information was received. Patient reported they received new rtm but the moment they tried to start charging implant today (b/c implant battery was empty) they got "software problem 1) intellis 2) 3.0 3) 243 4) qf-port". Patient was walked through resetting of controller (controller and battery pack contacts looked fine). Software problem message cleared after reset and connected with implant wirelessly, implant was empty and controller was 100%. Pt started charging session on implant at excellent recharge quality.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6)., UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.